Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. It was reported that during the procedure, the generator screen displayed a red x popped up. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: four vcrf 100cm catheters were received for evaluation but one sample (sample 3) were investigated under this complaint. The device appeared to be clean. No anomalies were observed. During the visual evaluation and opening the handle, all wires were found to be intact and in the correct location. A battery pull tab was returned and noted to be deformed. Both the batteries were present within the battery holder. When the original batteries were removed, the batteries and its pads appeared to be clean and in uv inspection, no anomalies were noted. Catheter was plugged into 3.17sw generator (s/n 2019030006) has received with original batteries and remained on the home screen (venclose logo) in all the samples. New batteries were inserted; catheter was plugged into 3.17sw generator without sd card venclose treatment screen, and catheter was recognized with new batteries. The catheter was functionally tested by completing three long and three short treatment cycles successfully with no errors observed. The catheter was re examined for any breaks, and none were found. The resistance was within specification. Therefore, the investigation is unconfirmed for the reported error red x and the investigation is determined to be confirmed for the identified packaging problem as the battery pull tab was noted to be deformed. The root cause for the reported error red x cannot be determined as the problem could not be reproduced. The root cause for the identified red x cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. It was reported that during the procedure, the generator screen displayed a red x popped up. The procedure was completed using another catheter. There was no reported patient injury. Further sample had packaging issues.